Event description:
It was reported that a pump alarmed for system error 322. No patient injury was reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was able to confirm and reproduce the system error 322, which was caused by loose upper latch switch bracket screws. The upper aux has been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.